Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, an air leak test (pressure 2 bar) was performed and a leak was observed at the level of the filter housing. The leak was due to a visible crack in the housing near the dialysate port connection point. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause identified was shock during shipping or storage. The observed damage is typical of mechanical shock applied to a product leading to its breakage. The exact moment and location where the shock occurred could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external leak was observed originating from the ¿acrylic plate connection¿ of a prismaflex m150 set prior to patient use. There was no patient involvement. No additional information is available.